Event description:
It was reported that there were numerous motor stalls and recoveries confirmed in the logs between 2015 (B)(6) and 2015 (B)(6); and there had been none since 2015 (B)(6). This occurred ¿a dozen times or more,¿ and had been occurring for several months per the reporter. The reporter did not know if the patient had any symptoms because, the patient had a lot of comorbidities, and was on a very low intrathecal (it) dose. The reporter was not certain about reservoir volume discrepancies. The reporter was to meet with the healthcare provider (hcp) on 2015 (B)(6) to review possible next steps. The pump system was being used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported a motor stall and recovery occurred (B)(6) 2013 and (B)(6) 2014. The pump was interrogated on (B)(6) 2015 and revealed multiple motor stalls: (B)(6) 2014, (B)(6) 2014, (B)(6) 2014 x 5, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 no further stalls since the initial reports. The patient had been seen a couple of times since the stalls and the healthcare provider had checked the logs but found nothing unexpected. It was discussed the possibility of magnets affecting the pump but the patient still denies using magnets. The patient stated they never knew of environmental magnet but was keeping an eye out to avoid magnets now. As of (B)(6) 2015 it was noted by the hcp that no additional motor stalls since before the hcp's telephone conversation with the patient on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having poorly controlled pain; also reported as ongoing chronic pain. The cause of the motor stalls was still unclear. It was stated that the pump re-started itself. The patient had greater than 25 stalls in the last month. Patient follow-up was planned for the next week (cancelled earlier appointment for (b)(5) 2015) to see if the problem was ongoing.